Event description:
Intended procedure: laparoscopic surgeries of various types. According to the reporter: we have had several reported instances where, after the endocatch bag with the specimen in it has been removed from the retractable ring, the remaining piece of plastic bag on the ring has fallen off inside the patient. The detachment of the plastic piece was recognized at the time and retrieved through the port. There was no unanticipated tissue loss. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes.

Manufacturer narrative:
(B)(4). Opened to capture multiple complaints.